Event description:
Add'l info provided by a nurse at the user facility indicates the surgeon thought the flakes were from the phaco tip.

Event description:
A nurse reported that after insertion of an intraocular lens (iol), flakes were noted on it's surface. The lens was removed and replaced with a different lens during the same procedure. An anterior vitrectomy was required. The outcome was good with no other problems noted.